Event description:
During a remote follow up, post paced t wave oversensing was observed on the device. Reprogramming was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating reprogramming was performed to resolve the event. The patient was stable.